Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation concluded that this issue is caused by improper handling of uncommon case [position of fluoro registration fixture to patient anterior] causing an incorrect registration. The landmark check mitigation worked as intended and showed the problem to the user. With existing controls in place, the risk level is low. Hence, there is no impact on safety as the issue is not likely to contribute to death or serious injury. The cause of the reported issue was traced to user technique.

Event description:
Lateral l4/l5 mis pedicle screw placement with pre-op workflow was attempted. The plan transferred usb from the tablet after modifying the watchdog settings between cases. The screws were positioned oppositely on the patient's anatomy. Instead of projecting into the vertebral body, they were aimed towards from anterior to posterior (completely reversed). The screws were still in position from a to p after trying the workaround. Recommended closing the case and perform the procedure in a new case under the fluoro workflow.